Manufacturer narrative:
Analysis of the pump, model# ,8637-40 serial# (B)(4) , found a two holes in the pumphead tubing due to wear. The pump was received with 25 ml of fluid in the reservoir and running in the simple continuous infusion mode. Pump memory logs show motor stalls and motor stall recoveries. During visual inspection a leak was found at the outlet port of the pump. No physical damage was present on the returned pump that would explain a leaking outlet port. The leak only presented itself when the outlet was capped and a slight external force was applied. The pump also failed dispense accuracy testing, indicating over infusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2016-11-02 the product was returned. On 2016-nov-04 the representative further reported that the pump was replaced on ¿2017¿-oct-27 (2016-oct-27) with a new pump. The reason for the motor stall was not known. There was no incident related to this event (trauma or else). The estimated eri was 12 months so together with the surgeon it was decided to replace the pump. The patient was continuing with the therapy and the patient follow-up will come in the next few weeks.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl ¿2,250.0 g/ml¿ at ¿2,396.6 g/day¿ and bupivacaine 2.5 mg/ml at 2.6629 mg/day via an implantable pump. It was reported that there was pump alarm and a motor stall with a recovery after 5 min. The logs were read and a motor stall occurred on (B)(6) 2016 at 18:33 with a recovery occurring at 18:38. There were no external factors that may have led or contributed to the issue. No actions were taken. The issue was resolved. The patient status was alive ¿ no injury. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.